Manufacturer narrative:
No evidence of a device malfunction. The cycler alarmed appropriately. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. The user guide includes instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The epogen dose was increased. No other medical intervention was provided.